Event description:
The procedure was for treatment of a bavm with the ultraflow catheter. As n-bca glue (glubran) was infused, the catheter ruptured approximately 17.5cm from the distal tip of the catheter. The embolic glue leaked to the medulla and the cerebellum. The vertebral artery was occluded.